Event description:
Device 3 of 4. Reference MFR. Report: 1627487-2018-01455, reference MFR. Report: 1627487-2018-01456, reference MFR. Report: 1627487-2018-01458. Follow up information identified the patient¿s infection has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report: 1627487-2018-01455, reference MFR. Report: 1627487-2018-01456, reference MFR. Report: 1627487-2018-01458. It was reported (B)(6) the patient presented with an infection at the lead site on (B)(6) 2018 and was prescribed antibiotics. The patient was admitted to the hospital on (B)(6) 2018 for four days and was prescribed additional antibiotics. The patient followed up with the surgeon on (B)(6) 2018 and was prescribed an additional course of antibiotics.